Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was overheating. The device also failed pretest for temperature. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4). Reporter facility name: (B)(6).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device had an abnormally high temperature. There were no reports of delays in the surgical procedure. A spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.